Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/5/2017 returned test strips produce e-2 error code and low readings. Most likely underlying root cause of low readings is due to improper storage: vial left open for an extended period of time. E-2 most likely due to improper handling: missing sections of conductive ptf ink material (B)(4).

Event description:
Consumer initially reported complaint for e-2 error message; the e-2 error occurred when the blood sample was absorbed. Customer then stated he had tested three times that morning ((B)(6) 2017) and each time received a result of lo. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Customer stated that he had gone to the doctor's office due to the meter results. Customer stated when tested at the doctor's office he received a normal reading. Customer stated he then tried to test with the truemetrix meter at the doctor's office and received an e-2 error message. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of e-2 using truemetrix meter and e-2 using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/18/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer initially called in concerning e-2 error message.